Event description:
It was reported that the patient with the pacemaker device exhibited spike in impedance measurements on non-(B)(6) right ventricular (rv) channel. Upon review, there was noise present on the presenting electrogram (egm) on this rv lead and it looked like oversensing. Technical services (ts) recommended to have patient seen in clinic to find out of this was a lead issue. There was oversensing which looked like patient's own conduction. The presenting also noted low r-wave measurements. Ts stated to perform lead testing commanded impedances and to re-create noise. The device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).